Manufacturer narrative:
(B)(4). G2: japan. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported a substance like oil was on the implant surface. A second implant was used to complete the procedure successfully.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: a3a; b1; b5; d1; d2a; d2b; d4; d9; e1; g1; g3; h1; h3; h6 the reported event could not be confirmed due to insufficient residue was available to perform ftir analysis. However, as the device had been removed from its original packaging prior to evaluation, it is not possible to determine when or how the material came into contact with the implant. Visual inspection of the returned femoral component revealed the presence of foreign material on the surface near the post. The other side of the implant exhibited bone cement. The device history record was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.